Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed pink and green spots. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap between cable unit caused improper color tone of the image and depressed cable unit caused lost water tightness. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective cable unit was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. "Three attempts were performed to obtain additional information, but no response was received from the customer." As no dd response received.

Event description:
No additional information received from customer.